Event description:
The user facility reported that their reliance synergy washer was leaking water onto the floor. The water leaked away from the unit and into an entryway. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on-site and found the leak coming from hose clamps located at the vertical re-circulation piping. The technician replaced the hose clamps and tightened them. The technician ran a test cycle, confirmed that the unit was operational and returned it to service.